Event description:
A false positive advia centaur cp troponin ultra (tni-ultra) result was obtained by the customer on a patient sample and considered discordant when compared to repeat negative troponin test results on the same sample. The repeat negative result was reported to the physician and patient treatment was not altered. There was no report of adverse health consequences due to the discordant troponin result.

Manufacturer narrative:
Customer tested all samples in duplicate for two days and no other discordant results were observed. Quality control (qc) data was reviewed and the data was within the customers defined ranges both before and after the discordant result was observed. The cause for the discordant troponin ultra result is unknown. The instrument is performing within specification. No further evaluation of the device is required. The summary and explanation of the test section of the instructions for use states the following: "always analyze ctni results in the context of time elapsed since patient presentation to the hospital. Serial sampling is recommended to detect the temporal rise and fall of troponin levels characteristic of mi. In accord with published recommendations, serial testing of ctni at intervals of 2 to 4 hours for up to 12 to 24 hours is suggested to corroborate a single ctni result. An elevated troponin alone is not sufficient to make the diagnosis of mi. Other markers, such as ck-mb and myoglobin, can be used in conjunction with tni results in aiding the diagnosis of mi."